Manufacturer narrative:
(B)(4).

Event description:
It was reported nonsustained right ventricular oversensing episodes were observed due to a noise signal. The patient was asymptomatic. Noise was not reproducible with deep breathing and isometrics. Increased capture threshold and varying r-wave amplitude were observed. Performing a chest x-ray to assess the lead position and lead testing were recommended. No further information is available.